Manufacturer narrative:
Investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with product twist drill d1.4mm l58/28mm round shaft. There was no patient harm. Op had to be interrupted and was continued later. Op was on the upper jaw. After the fracture in the upper third both parts could be removed. Patient is doing well. Additional information was not provided nor available. The malfunction is filed under (B)(4) reference (B)(4).

Manufacturer narrative:
Based upon new information received, this event was re-evaluated and is considered no longer reportable - no malfunction or serious injury.

Manufacturer narrative:
Investigation results: visual investigation: the drill has been analysed visually. The drill broke approx. 16mm starting from the tip. The fracture surface has been checked via microscope. No abnormalities like blow holes, inclusions or other defects could be found. The cutting edges are polluted and blunt. Material throw-ups can be found. A hardness test according to the technical drawing was executed. The target value (550 hv2 min.) Could be confirmed. We suspect that most likely an overload situation led to the described failure pattern. Batch history review: due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. The review of risk assessment revealed that the overall risk level (severity x probability of occurrence) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigations results there is CAPA is not necessary.